Manufacturer narrative:
The implant date if (B)(6) 2018 is an approximate date (only the month and year at known).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted, and replaced with a new aus consisting of two 5.0 cm cuffs, control pump, and pressure regulating balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.